Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported suture detachment could not be determined, the treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was performed with two proglide devices, using a preclose technique, via a 6fr sheath, prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 14fr and the tavr procedure was completed. The first proglide device was successfully used; however, the second proglide device had a suture break, while using the knot pusher during tightening the knot. A third proglide was used with the first proglide to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.